Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed., corrected data:

Event description:
It was reported that " when meps was activated the right foot would tap at a regular rate. Each time the meps was activated and the foot would move the patient would desaturate from 100% to between 88-90%, with low siq no visible bars. The pulse rate maintained throughout the desaturation process. Each time the meps was deactivated the saturation would return to 100%, with good siq and perfusion of an average of 5%. The sensor was placed right middle toe. The adtx sensor placement was correctly aligned. Masimo settings were, averaging time 8 seconds, max sensitivity, fast-sat off. This process was reproduced multiple times. Blood gas was taken time of collection of gas the sats were registering 90% witnessed by me. Abg results pao2 242, hb 11.4. The abg was sent to the lab, it wasn¿t run at the bedside. The cable and sensor was replaced and the issue resolved itself. The desaturation did not occur after cable and sensor were changed, even when the meps was activated."